Event description:
Information received via complaint form is indicated as follows: it is reported that the nurse from the hospital realized that the luer connector of the inflation pot presented an issue. When the nurse noticed the problem while trying to deflate the balloon in which she experienced difficulties in removing the liquid from the balloon, she noticed that there was pressure. In addition, it is reported that the syringe did not connect perfectly to luer connector.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of a patient being harmed as a result of this malfunction. An investigation by (B)(4) based on the review of the device history records and retained samples. The evaluation results for this complaint were provided by (B)(4), the results are as follow: initiated discrepancy reports (dr) in (B)(4) system to conduct and document investigations. Reviewed device history records (DHR's). During the review of the DHR's and retained samples, team verified and confirmed that no process deviations were observed. The supplier confirmed that parts were processed at the specified process parameters. The retained samples were reviewed and examined by the supplier team. The supplies confirmed that retained samples met the product quality specifications. Based on the investigation conducted, this compliant is not confirmed.